Event description:
Customer reported that the insulin pump alarmed for a button error and that she could not clear the alarm. She did not know the blood glucose reading. She had removed the battery and replaced it and stated that the alarm occurred again. The insulin pump may have been exposed to water. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no button error alarm. Intermittent button response due to moisture damage on the keypad trace. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked. No moisture damage on the electronic assembly.